Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is experiencing pain at the ipg site after losing weight. Surgical intervention is pending.

Event description:
It was reported that surgical intervention took place where the ipg was explanted and replaced.